Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid on the spiral threads (female connector) of the minicap transfer set when the twist clamp was opened. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed with the returned minicap attached, and no issues or leaks were observed. Clamp function and clear passage testing were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.